Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated pain level has slowly been rising requiring more pain medication while having controller at highest setting with minimal falls. Patient stated quite possibly the pain site was below the control area of the stimulator and the recharging frequency tripled. Patient reported eventually the recharging process would not completely follow through to the "finished" indication. Patient stated the stimulation process is now functioning better. They have increased pain medication slightly and reduced controller setting slightly. Recharging process is now following through to the finished indication. Patient reported pain level without increased medication remains the same.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was not recharging as in the past and would never give an indication that it had finished. The stimulation was indicating a 40% drop in battery charge level which was down from a max of 20% drop during identical time periods in two weeks. The patient had increased pain medication to compensate. The problem was instantly resolved upon receiving a new controller. The patient was now able to lower or decrease settings at different times and stimulation pulses were now more easily identified. The issue had resolved and the patient had on average reduced pain medication taken daily by one on average. It was noted the only difference now as compared to the beginning use of the device was the amount of stimulation battery discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported for the "last few weeks", they don't feel stimulation and that his pain is gradually increasing. Pt mentioned he has been gradually increasing stimulation over the last few months stating hcp is decreasing pain medication. Pt mentioned he noticed his implantable neurostimulator (ins) is using 40% charge when it used to use 20% charge; patient services reviewed increasing stimulation can impact ins charge. Pt states to see if he feels stimulation, he would put an "arc in my spinal cord (put head back)", and usually it would "ping" (pt also describe sensation as a jolt) a little bit" and let pt know stimulation was working but now it doesn't. Pt states he needs to increase stimulation to 6.4 to feel 'jolt'. Pt confirms ins is currently at 5.4 and pt doesn't feel it. They confirmed stimulation is on. Pt mentioned he spoke with rep and has a meeting scheduled to adjust ins settings.